Event description:
The facility reported an infusion pump with failure code 810:04. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.